Manufacturer narrative:
Concomitant medical product: 5076-45 lead, implanted: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that high impedance was observed on the right ventricular coil during a routine check. It was further reported there was noise, short v-v intervals and a lead fracture was suspected. The lead was capped and replaced. No patient complications have been reported as a result of this event.